Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that this device had high co2 levels. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Fdr fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood gas flows) and the results are as reported below. 357 ml/min o2 xferc 224 ml/min co2 xferc142 mm/hg delta pblood the reason for return was undetermined. Additional information b5: medtronic received additional information that the pressure increase was immediate. 10,000 units of heparin were used in the prime, and albumin was added once the high-pressure excursion was observed. The pressures were measured post oxygenator. A hms plus was used to monitor heparin dosing and the patient had an activated clotting time above 500 seconds. The oxygenator temperature was 33°c. Correction b5: there were three fusion oxygenator lots were used in this custom tubing pack; 230123163, 230101352, and 230053974. Correction d4.2 (expiration date) h4 (device mfg date): these dates have been updated. Correction h6.1 (fdd/annex a): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.